Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported the patient stated that starting 3 years ago around thanksgiving their left side where the ins was located was having a lot of pain and the pt wondered if there was an issue with the ins, they were having problems with the ins int the last 3 years where the ins battery needed to be recharged more frequent. Since they had issues with the ins they were scheduled to get a new ins battery in april but they could not get a good surgery time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.